Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and radicular pain syndrome. It was reported that the patient's ins was taking longer to charge following recovery of an overdischarge 4 years prior (see related pe). The patient's ins finally quit working 6 months prior to the report and they were in pain which was getting worse. The patient was redirected to their managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the ins had to be recharged "two different times" and it wasn't holding a charge. There were no discussions made as to the resolution and they planned on seeing a surgeon in february. No further complications reported.